Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombus occurred. Procedure was aborted. It was reported that versacross connect laac access solution selected for use. Heparin was administrated right before transseptal puncture. During procedure, intracardiac thrombus was discovered in the left atrial appendage after the contrast shot was taken. Pigtail catheter was in the appendage. Physician went through the pre-imaging. They cleared for intra-atrial thrombus. There was no spontaneous echo contrast or anything that indicated a clot. There was no independent movement and had very clear imaging of the appendage in 0,45,90, and 135. The procedure went normally. Physician gained femoral vein access and used the versacross fixed kit to get la access with a low-mid stick. The transseptal sheath was exchanged for the watchman trusteer sheath. The pigtail catheter was loaded over the versacross wire and into the left atrial appendage. Around this time, we got an act of 319. The pigtail was navigated inside the appendage, and a contrast shot was given. After the fluoro, we opened and prepared the 27mm watchman. After we finished flushing, the doctors moved to swap the pigtail catheter out with the device. Physician noticed something inside the appendage. After further inspection, we determined that there was a clot in the appendage. The location was odd; it was high on the coumadin. The doctors reviewed the pre imaging and couldn't find anything obvious. They think the thrombus was very solidified on the gutter of the ridge and was partially dislodged when the pigtail catheter went in. A second act was drawn - 329. Physician said that it was possible the patient has clot because patient was off of doac for 3 weeks due to multiple gi bleeds. Procedure aborted and withdrew the pigtail and trusteer. The clot was still attached to the appendage. Physician planned to put the patient back on eliquis for 4 months and bring patient back for a wm. The patient woke up with no issues. Procedure was aborted. The versacross return is not expected to return for analysis (disposed).